Manufacturer narrative:
Concomitant products: product ID: neu_unknown_cath, lot# unknown, explanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that the catheter was changed in 2012. It was believed this device system delivered lioresal at the time of the event. Additional information was requested to clarify event dates, details, troubleshooting, patient symptoms, resolution and patient status. However, no further information was available regarding this event other than the pump was ¿perfect.¿ should additional information be received a supplemental report will be filed.